Manufacturer narrative:
The complaint company iii (d) cartridge was not returned. A video was provided. The cataract removal is shown. The cartridge preparation and lens loading are not shown. The cartridge tip comes into view as it is inserted into the incision. The lens is at the parting line. The lens is evaluated after one rotation of the plunger. The trailing haptic area is indicated. It is unclear what is being pointed out. There appears to be slight override of the trailing optic edge. The lens is delivered into the eye. After the lens is dialed into place, a loose strip of material is observed under the lens. The material is removed during the I/a. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. The indicated lens model/diopter are qualified for use with the company iii (d) cartridge. A non-qualified viscoelastic was indicated. The root cause for the reported complaint could not be determined. The used company iii (d) cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. A non-qualified viscoelastic was indicated. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been six other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), upon implant there appeared to be either a linear scratch on the lens or foreign material. The lens remains implanted and there is no reported patient impact. Additional information was requested.